Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high and low blood glucose (bg) levels. Exact bg levels were not provided. Although requested, customer did not recall any further information regarding the events. Customer declined to perform a system check with tandem technical support.